Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual sample revealed that the urethane coating of the section 0 mm - 10 mm from the distal end had been peeled completely and the core wire was exposed. The length of the actual sample from the distal end of the core wire to the proximal end of the urethane-coated section was measured and confirmed to be 250 mm, which was equivalent to that of a factory-retained current product sample. Magnifying inspection of the urethane coating revealed that it had been elongated near the fracture end of the urethane coating. The gold coil had been unraveled in the distal direction. Electron microscopic inspection of the core wire revealed that the distal end had a shape indicating that it had been cut through a sizing cut equipment. It was conceivable that there was no missing section in the core wire. Electron microscopic inspection of the urethane coating revealed that the fractured end seemed to have been pulled and torn. Some creases were observed near the fracture end. Magnifying inspection of the part other than where the urethane had peeled did not find any visible anomaly including a scratch. The outer diameter of the intact area on the urethane-coated section was measured and confirmed to meet the control criteria. From the shape of the distal end of the core wire indicating that it had been cut through a sizing cut equipment, it was conceivable that there was no missing section in the core wire. IFU states: remove the glidewire advantage from the holder and inspect the glidewire advantage prior to use, to verify that it is lubricated. If the glidewire advantage cannot be easily removed from the holder, inject more heparinized physiological saline solution into the holder and try again. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to some sort of pulling load. Due to this, the gold coil was unraveled and broken off, and the urethane coating was torn and peeled from the core wire. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k122590, k163004. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved radifocus glidewire advantage was used pre-treatment. The damage of the coating of the distal part. The product was not used. The customer noticed a damage of the coating during preparation. The procedure was completed successfully. The patient was not harmed. The device was replaced by another device with the same item code.